Event description:
It was reported that the patient presented in the ER after receiving a vibratory alert. Upon interrogation of the device out of range hv lead impedance measurement was observed. The impedance measurement was normal in the ER. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.